Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 710.7 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a sudden change in therapy/symptoms. The patient had been a lot more spastic since the pump was replaced. (See manufacture report # 3004209178-2017-21322) two weeks after surgery the patient had fluid buildup in the pocket and it was aspirated. The patient was brought in for a dye study (B)(6) 2017 and the seroma had reformed. The situation was being addressed by the hcp. No further complications were reported.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8711 lot# serial# (B)(4) implanted: 2006 (B)(6) explanted: product type catheter product ID 8731 lot# serial# (B)(4) implanted: 2006 (B)(6) explanted: product type catheter device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via another representative reported the patient reported a history of increased spasticity since the last pump replacement on 2017 (B)(6). The patient underwent a catheter revision on 2017 (B)(6) because a fractured catheter was visible during the procedure. Environmental/external/patient factors that might have led or contributed to the issue included the pump replacement earlier that year. After the revision, the dose was adjusted down by 25% to 539 mcg/ml. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported. Patient medical history included cerebrovascular accident (cva).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-feb-15 from saol pharmaceuticals. It was reported on 2017-sep-23 that the patient had be en experiencing stiffness in the left upper and lower extremities and found she would get stiffer with walking. She also reported constant spasms in the left ankle which were not visible at the end of the day. The spasticity interfered with her ambulation. She also reported she was more "zony" and couldn't read or do puzzles as she used to, when on her own. The patient was hospitalized on (B)(6) 2017 with the admitting diagnosis of spasticity status-post pump revision. She was discharged on (B)(6) 2017. As of (B)(6) 2018 the reported issues had resolved with surgery, and treatment with lioresal had not been discontinued in response to these events. No further complications were reported.